Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. Should material be returned an evaluation will be performed and if there is any further relevant information a supplemental medwatch will be filed. Manufacturing records review: the manufacturing record could not be reviewed since the serial number was not provided. Historical data analysis: unable to perform the complaint historical review as no serial number was provided. Conclusion: based on the limited information provided, it is not possible to determine if there is a product malfunction or product deficiency. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a synergy intraocular lens (iol) was explanted from the patient's operative eye due to hyperopic surprise. The patient is doing great and loves their new synergy lens. The customer also requested to investigate the lens to confirm proper lens power. No additional information was provided.

Manufacturer narrative:
Additional information: new information came in with product return that patient is male and 65 yrs. Old. Field below updated: section a2: age: 65 yrs. Old. Section a3: gender: male. Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jun 2, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was dried and, no issues that could contribute to poor visual acuity could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that patient date of birth is (B)(6), 1956. Explant date of (B)(6), 2022. Doctor is dr. (B)(6). No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: iol information was received and the following fields were updated: section d-4 device model number: dfr00v. Section d-4 device catalog number: dfr00vu220. Section d-4 device serial number: (B)(6). Section d-4 device expiration date: 24-aug-2024. Section d-4 device unique identifier (UDI) number: (B)(4). Section h-4: device manufacture date: 24-aug-2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.